Manufacturer narrative:
Per the manufacturer's clinical specialist, after the perfusionist primed the circuit and clamped the arterial and venous lines, a discrepancy on the flow reading between the centrifugal console and ccm was observed. When there was no flow through the tubing, there was a flow reading of '----' on the centrifugal control console and a flow reading of '2.59 liters per minute per square meter (l/min/m2) on the ccm. The perfusionist views the flow as an indexed reading. The manufacturer's clinical specialist went into the ccm and selected the 'l/min' display unit choice for flow for the arterial pump. The flow display on the ccm then changed to '----'. He placed the display back to l/min/m2 and the flow reading changed back to '2.59 l/mi/m2'. The arterial and venous loop was unclamped and allowed the flow to recirculate. The flow reading on the ccm then read a flow that was indexed correctly to the flow that was reading on the centrifugal console. When there was flow through the circuit, there appeared to be accurate flow readings on both the ccm and the centrifugal displays. The flow probe functioned as intended, the concern is that the ccm is displaying a flow reading when there is no flow.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was displaying a flow reading when there was no flow. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed via the clinical information received. It was also determined that the central control monitor (ccm) was operating as intended and it was a misunderstanding with the user. Further clarification has been provided to the user. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.